Event description:
Pt was having a port-a-cath removed. Upon removal, md noted catheter was detached from port. Pt was sent to abbott. For interventional radiology for catheter removal. Port had be in place since 2007. Dates of use: 2007 - 2008 15 months. Diagnosis or reason for use: venous access for chemotherapy for treatment of breast. The only other thing I would like you to be aware of that this is the second time we have reported this type of incident with a port-a-cath this yr. The other report was sent to the FDA on march 18, 2008. The lot number of the first port-a-cath was different than this one. Previous report lot number.